Event description:
It was reported that the patient had intermittent tingling sensation at the pacemaker pocket site. The lead warning was seen and the lead had unipolar impedance greater than the bipolar impedance. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.